Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of threshold anomaly was confirmed via review of programmer printouts. Ate testing was performed and the device was found to be normal. No device anomaly was found. Therefore,the cause of the field reported threshold anomaly remains undetermined.

Event description:
It was reported that during implantation, the patient exhibited exit block. High threshold readings also appeared. The device was not used and was returned while a new device was implanted.